Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector does not latch to monitor) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged and was unable to remain securely connected to a monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a belt¿s connector does not latch to a monitor.